Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that they underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and underwent a surgical procedure on (B)(6) 2015. The patient reported that the mesh was removed "as it failed because it was balled up." The patient is currently in stable condition.